Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited noisy image, and the 3d adjustment cannot be performed due to a malfunction in the imaging unit. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the malfunction in the imaging unit was caused by stress during use of the device. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection chapter 5 troubleshooting should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.